Event description:
Received instrument for repair with lugs of front end broken off and missing. Contact at hospital confirmed the device had broken while in use inside a patient. No patient injury was reported, but a delay did occur in the procedure in order to retrieve the broken pieces.